Manufacturer narrative:
The reported events were lead dislodgement and lead insulation damage. As received, a complete lead was returned in one piece with helix found to be fully extended and clogged with blood. The measured full helix extension length was within specification. Visual inspection found the steroid plug was shifted towards the end of the helix consistent with occurring at the time of procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, multiple attempts to position the right atrial (ra) lead were conducted but were all unsuccessful. When the ra lead was explanted, a fragment of the inner silicone lead insulation was noted on the helix of the ra lead. The ra lead was replaced to resolve the event. The patient was stable with no consequences.